Event description:
On dalton blue heavy duty rollator item# ar-46400bl purchased on (B)(6) 2010, pt came into facility to purchase above mentioned item and on (B)(6) 2010, pt states that he locked wheels in place, then proceeded to sit on seat of product when the brakes on product popped loose causing the rollator to fall backwards down the stairs. The pt continued to fall down stairs and landed on concrete floor. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: 724.1; 728.87. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no.